Manufacturer narrative:
Continuation of medical device: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high and undefined impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.